Manufacturer narrative:
The logs for the imaging system were evaluated by medtronic personnel. The logs showed that the motion control error occurred. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
(B)(6). A medtronic representative went to the site to test the equipment. The imaging system passed the system checkout and was found to be fully functional. The medtronic representative was unable to reproduce the issue, tested door, inspected all mechanics related to the door and confirmed rotor alignment. No parts were replaced. No parts have been received by manufacturer for analysis.

Event description:
A registered nurse (rn) from the site reported that, while in a spinal fusion procedure, after a spin, their imaging system's gantry door would not open. They rebooted and it would still not open. They were able to manually crank the door open and continue with the procedure. There was a reported delay to the procedure of 15 minutes due to this issue. There was no impact on patient outcome.